Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason. Additional information was received that the patient had difficulty charging the ipg. The patient underwent an ipg revision procedure wherein the ipg was relocated, and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason.